Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for pulse generator change out upon interrogation the device exhibited back up vvi mode. The device was explanted and replaced successfully. The patient was in good condition.